Event description:
It was reported that the right atrial (ra) lead had high thresholds since shortly after implant necessitating a high programmed output. The ra lead was repositioned resulting in acceptable thresholds and remains in use. It was further reported that the device had unexpected battery drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).